Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that his wife was hospitalized due to high blood glucose on (B)(6) 2019, with blood glucose of 477 mg/dl and at the time of incident was 325 mg/dl. Customer had symptoms of lightheaded, clammy arms, dizziness and sweating. The customer was treated with intravenous fluids and insulin drip. Customer does not allege that insulin pump was under delivering. Customer reported that the drive support cap was protruded. The insulin pump will be returned for analysis.